Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with the associated lot number. The device was not returned for analysis. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum. Investigations findings code 4247 was used as no other feasible code was found for the preferred term "inconclusive".

Event description:
It was reported that the physician attempted to close a 6f puncture site with a 6f celt implant. It is not known whether the steps for deployment were correctly followed. Upon release of the implant from the delivery system, immediate bleeding was noted and manual pressure was applied to achieve hemostasis. The physician used an x-ray fluoroscopy and discovered that the implant was not at the arteriotomy site; it was now below the knee joint. The physician noted that there were no clinical signs of ischemia but he still elected to re-access the groin on the other side and performed an angiogram while the patient was still draped to determine if there was any evidence of reduced blood flow in the artery below the implant. This angiogram revealed that the celt implant was in the proximal peroneal artery but there was no evidence of reduced flow. The patient was then brought to recovery with no complications. The patient remained in the hospital for hydration and planned removal of the device by snaring. The implant was successfully retrieved and removed a few days later. No complications were reported, and the patient was discharged without incident.